Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard on 5 sofia 2 analyzers. Immediately after the first run, one minute later, the same 5x retained devices were tested on 5 sofia 1 analyzers. All devices yielded valid and accurate negative results on all analyzers at the 15 and 16 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reported receiving conflicting results for 1 patient. Sample was run on 3 different sofia analyzers with each giving different result. 1 positive, 1 negative and 1 invalid result was received for 1 sample. It is unknown if patient was symptomatic or asymptomatic. No confirmation testing was done.